Manufacturer narrative:
An RMA had been issued requesting to have the isi device returned; however, intuitive surgical, inc. (Isi) did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suture cut needle driver instrument has a broken /loose cable. The procedure was completed with no reported injury.

Manufacturer narrative:
The mega suture cut needle driver instrument was returned, and the failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. Visual inspection displayed no signs of physical damage to the instrument cables. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The grips/tips opened and closed properly. The instrument was fully functional. The instrument was found to have blade damage which was not related to the reported complaint. Both blade edges were indented.

Event description:
Refer to h10/h11 for follow-up information.